Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the lower jaw damaged, the I-beam channel was open and the I-blade lower tip was on the wrong side of the jaw. Upon inspection under magnification it was noted that the electrode was slightly separated, this is because the I-blade was on the wrong side of the jaw. This also cause a short with the electrode resulting in the alert screen ¿reposition jaws and reactivate¿ (this is advising that the instrument is being activated on low impedance). The "replace instrument" (instrument error detected) alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a colectomy procedure, after a few times of activation the instrument did not function at all. The gen11 display showed instrument error. After reconnecting and connecting the system again, same error code. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.